Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on his back, and that the electrodes were pressing on his back very hard. The patient reported that medical staff at the rehab center where he was residing treated the irritation with a lotion. Multiple follow-up attempts were made but not successful. The current medical condition of the irritation is unknown.